Manufacturer narrative:
No patient information provided as no patient was involved in this event. On 22-jul-2015, a medtronic representative went to the site to test the equipment. The battery charger 2 board was replaced. The imaging system then passed the system checkout. The battery charger 2 (pcba) was returned to the manufacturer for evaluation and an electrical failure mode was found. The pcb exhibited significant warp, several leaking capacitors and tx1 components were loose. Did not perform electrical or system bench testing due to poor condition of pcb. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system measured low charger voltage during the system check before installation. There was no patient present when this issue was identified.